Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported the tip of the t-15 driver was twisted but deemed to be acceptable for the case but it was not. While in use the tip broke off. All was retrieved from the patient and the case was completed.